Event description:
It was reported to medtronic minimed that the customer noticed that the insulin pump did not respond to an occlusion properly during the load reservoir/fill tubing process. The customer reported no adverse event. The event involved product(s) mmt-1810. Troubleshooting was performed, and it was determined that the force sensor did not detect the reservoir during the seating process, which may have caused the issue. Insulin continued to drip after the motor stopped, and there was a slight difference in reservoir volume and units remaining. The customer was instructed to attach a new infusion set and re-start the reservoir and tubing process, but the issue persisted. The customer was advised that the pump and infusion set would be replaced. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1810 was requested, and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The pump primed and seated properly during testing. A water filled reservoir was used during testing. No evidence of dripping liquid from the cannula after the priming process was complete. The pump was cut open for visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, broken belt clip rails, and pillowing keypad overlay. The complaint of insulin continues to drip during the load reservoir/fill tubing process is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.